Manufacturer narrative:
(B)(4)

Event description:
It was reported that lead migration was observed via fluoroscopy and that increased capture threshold was observed. The lead was repositioned and remains implanted. The patient received no complications.